Event description:
A pt reported one possible inaccurate result with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 216mg/dl and 106mg/dl successively. Pt did not experience any adverse events. Meter has been replaced. No further info available. No allegations of harm have been made.